Manufacturer narrative:
(B)(4). This condition was confirmed, as it was reported that there was a breach in aseptic technique. Therefore the root cause was determined to be a user error. If additional information becomes available, a follow up report will be submitted. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a consumer, with supplemental information provided by the home patient's registered nurse (rn), in the USA of a patient that made a mistake of touch contamination and peritonitis in a female patient coincident with dianeal therapies. During a call with baxter customer services, the following was reported. On an unreported date the patient made a mistake of touch contamination. On (B)(6) 2012, the patient experienced peritonitis, due to a breach in aseptic technique. On (B)(6) 2013, the patient experienced a bacterial infection in the blood and was hospitalized on the same day for the event. Treatment was reported as vancomycin 2g intraperitoneally (ip) for 4 weeks. Per the rn, the peritonitis was not related to baxter solutions, devices nor disposable products. Specifically, there was a breach in aseptic technique and the hp was retrained. The patient has recovered from the peritonitis. No additional information is available at this time.